Event description:
N/a

Manufacturer narrative:
Corrected field: g4(PMA/510(k)#) updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) stated that the device has been decommissioned, and the hospital did not select getinge for repair. Battery was not expired, but has been removed by the hospital. The hospital is repairing it itself. The equipment is not currently in use. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the battery of cardiosave intra-aortic balloon pump (iabp) cannot be charged. No patient involved.